Event description:
During one yr of operation of the device in the ambulatory surgery center, there have been 3 recognized disconnects and 2 endotracheal tube kinks attributed to the co2 module on the MFR's monitor. According to rptr, this is due to 2 design flaws. 1) weight and design of sensor, and 2) inability to place sensor anywhere other than at junction of breathing circuit and endotracheal tube. This has been discussed with co reps numerous times without action taken. All events were recognized without pt incident.